Event description:
It was reported that the unit did not power on. The fuses were changed and one of the 2 fuses was blown every time a power on attempt was made. There was no patient involvement.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. The reported complaint was confirmed during the evaluation as further investigation found the power supply to be faulty as the unit worked with a known good power supply installed. An investigation into the manufacturing paperwork associated with this serial number has been carried out. This confirmed that the power supply installed in this device was manufactured before a new updated power supply was implemented as a result of the issues with blown fuses. Following the complaint assessment, the device was sent to the service center to determine the full repair status/fate of the device. No further actions are required at this stage and all product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.